Manufacturer narrative:
If explanted; give date: not applicable as the lens remains implanted. Phone: (B)(6). Device evaluation: the lens was not returned for evaluation as it remains implanted and the particles have been discarded. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the lens implantation a small piece of plastic was found in the eye. The piece was removed from the eye without further interventions required and patient outcome is okay. Through follow-up we learned that another piece of similar plastic was found loose in the lens packaging but has been discarded. No additional information was provided.